Event description:
It was reported patient underwent an initial knee arthroplasty of competitor products in the 1990's. Subsequently, patient was revised on (B)(6) 2013 due to loose components. During the procedure, the surgeon could not get the screws to fit into the baseplate. As a result, there was a delay of 30 minutes. To complete the procedure, they used a larger tibia and different augments.

Manufacturer narrative:
Examination of returned device found keel was impacted before augments were assembled causing misalignment of augment screws to tibial threaded holes. Dimensional evaluation found component to be within appropriate design specification. It states in the surgical technique, "augments can be used with keels. If both are used together, assemble the augments to the tray before the keel."